Manufacturer narrative:
The device was discarded at the account. The device history record cannot be reviewed, as the lot number was not provided. If any add'l info is received, a f/u report will be filed.

Event description:
It was reported that the tubing between the reservoir and the blood bag was easily loose. The re-infusion was successfully completed with this device. There were no allegations of adverse consequences associated with this event.